Event description:
It was reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 27 mmol/l at the time of the incident. Customer's current blood glucose level was 21 mmol/l. The customer was treated with the insulin pen. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the infusion set was not glued properly. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.